Manufacturer narrative:
To date, the extender and implantable cardioverter defibrillator (ICD) have not been received at boston scientific. Upon receipt the products will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) and endotak lead extender revealed a rise in pacing impedances greater than 2,000 ohms. In addition, the arrythmia log book was reviewed and revealed high pacing thresholds and noise. The physician elected to perform a revision procedure. During the revision the physician noted tough tissue had grown around the lead extender and the ICD. The decision was made to damage the extender in order to remove the device from the subcostal pocket. Upon further visual inspection of the device header the physician found that the device header had separated from the can of the device. The header was then unscrewed from the device and the lead was removed and tested with a pacing system analyzer (psa); which revealed that the lead had normal and in range values. A new device was implanted and connected to the existing rv lead. The new device and lead were tested and again revealed normal in range measurements and the procedure was successfully completed. The device and endotak lead extender will be sent back for analysis while the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead adapter was performed. It was noted that the adapter was severed in two segments upon return. Microscopic inspections of the terminal pin found multiple set screw marks. Upon further visual inspection of the lead body, and electrode tip found that the tip of the yoke stake tube had been distally pulled away and the identification tag was cracked and showed signs of movement. There was also tears, cuts and puncture holes noted in the seal plug and insulation of the lead. Resistance and pressure tests were not performed on this lead. A continuity testing was completed to assess the lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation, as the lead was severed in two segments upon receipt. Induced damage was noted and the lead segments passed all electrical testing as detailed analysis did not reveal any other abnormalities.